Event description:
The lens was explanted from the right eye on 11/28/95. The 82 yr old female pt complained of cloudy vision in her right eye where she had a lens implanted a month earlier. Upon examination, the ophthalmologist observed haziness on the lens. The MFR was contacted and was informed of the case. MFR stated that similar complaints have been reported nationwide and recommended the lens be explanted. The lenses were explanted.